Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication tranexamic acid intravenous (IV) bags were not printing on pyxis refill report because the interface trigger failed. A technical support specialist (tss) opened the db (database) tool and queried the item or station information and found multiple ghost pockets for the station. Tss deleted the station¿s inventory pocket and then sent the inventory over from server. After that, tss confirmed that the data repopulated correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, es tranexamic acid IV bags were not printing hospital wide for refill. Med ID: trnxcpm101. This issue caused delays in patients receiving the medication. It was identified as an interface issue, as the es server had been receiving stock outs and user were able to refill the medication through that method, but the interface trigger had not been firing. This was a recurring issue, although it had last occurred a long time ago and involved different medications in the past. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.